Manufacturer narrative:
We have received and evaluated the complaint device. However, we cannot replicate the reported failure since the device was found to be functioning normally. When the run and window lock buttons were pressed, they functioned as intended. The endbell connector of the cable was clean without any signs of wear. When the unit was dissembled, there were no signs of damage to the inner assembly. At this time, we are inconclusive about the root cause of the defect since the device functioned normally during our evaluation. There was no injury to the patient as the result of this incident. The procedure was completed using a different handpiece.

Event description:
The handpiece shuts off during the procedure.